Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection and erosion, the tubing eroded in scrotum. Pain and swelling continued after antibiotics, the ipp was explanted, followed by full mulcahy irrigation and replaced with a tactra. There is no additional information reported.